Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The download data from the received device contained no alarms, timeouts, or drive stalls that would indicate a struggle to deliver insulin. During investigation the pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient was admitted to the emergency room (ER) due to hyperglycemia. The patient's blood glucose rose to 492 mg/dl while wearing the pod for between 24 and 36 hours on the abdomen. Blood glucose levels and ketones were monitored at the ER. As treatment, the patient applied a new pod. The pod was discarded by the patient.